Manufacturer narrative:
A05, a1102: localizer faulted a0708: cmos battery lost functionality d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown, h6: the system was serviced in the field. The camera was replaced. Codes b01, c08, and d02 are applicable. H6: the returned psu was analyzed. It had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu would not track so was not able to perform an accuracy test (aak). Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed 'localizer faulted.' Troubleshooting was performed. The site had gotten to the network device interface (ndi) configure page when the call dropped with technical services (ts). The site observed the internal bump status and temperature fault on the system. The complementary metal-oxide semiconductor cmos battery on the system had lost functionality. Neither delay nor patient impact information were provided.

Manufacturer narrative:
Please see section a and b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact to patient's outcome.

Event description:
Additional information was received. It was reported that there was a 10-minute delay.

Manufacturer narrative:
H2: please see section b5 for additional information. F1908 was added for the delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.